Event description:
Moderna treatment under emergency use authorization(eua): carepoint safety needles are breaking at the end of the syringe when lpn engaging the safety device and resulted in a needle stick. FDA safety report ID # (B)(4).